Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported an "replace sensor" error message with the adc device and customer was unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced hyperglycemia, vomiting, and had to go to the hospital. As a result, the customer was unable to self-treat and received an IV for dehydration and vomiting and insulin to treat the hyperglycemia diagnosis by a healthcare professional. The customer further reported their blood glucose reading was "around 30". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.